Event description:
It was reported the patient's scs stimulation shut off on (B)(6) 2014. The patient stated his patient programmer displayed an error message. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient had his scs ipg explanted and replaced. Effective stimulation was reportedly restored postoperative. Additional follow-up identified the patient is reportedly doing well, and the reported issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.